Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that about sometime later post port placement procedure, the patient allegedly developed with infection. However, the current status of the patient was unknown.

Event description:
It was reported through the litigation process that, on (B)(6), 2016, a patient underwent a port implantation via the right subclavian vein due to insufficient venous access and prior malfunctioning port. Approximately one month and twenty days later, on (B)(6), 2016, the patient was diagnosed with sepsis. Further, the patient also developed methicillin resistant staphylococcus aureus (mrsa) bacterial infection. Subsequently, the port was removed on the same day. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Medical report was provided for review. Medical record alleges that a powerport m.r.I. Implantable port was implanted in a patient via the right subclavian vein due to insufficient venous access and malfunctioning left subclavian port a cath. Sometime later, the patient developed sepsis secondary to methicillin resistant staphylococcus aureus (mrsa) infection. Subsequently, the port was removed after one year, one month and twenty days due to sepsis. Therefore, it can be confirmed that the patient had experienced mrsa bacterial infection and sepsis. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.